Event description:
It was reported that the patient with this implantable pacemaker received random notification about the device having a problem. Boston scientific technical services (ts) referred the patient to her clinic. This device remains in service. No adverse patient effects were reported.